Manufacturer narrative:
Serial nos: (B)(4). For 4 of the events, the investigation did not identify a product problem. The cause of the event could not be determined. For 2 of the events, the investigation determined that the issue was resolved by the service actions. For 1 of the events, the investigation is ongoing. The follow up/corrective actions for 1 of the events was the field service engineer (fse) visited the customer site and did not identify any issues. Calibration and qc were acceptable. The system was running successfully. The follow up/corrective actions for 1 of the events was the pinch tubing and probe were replaced. Water pressures and rinses were checked. System reagent reservoirs and level sensors were cleaned. Probe and liquid level detection adjustments were performed. Performance testing was done and was successful. Controls were acceptable. The system was working within specifications. The follow up/corrective actions for 1 of the events was the field service engineer (fse) cleaned the extra wash wasted tubing and rinse baths. The fse checked the extra wash probes and found the adjustments were not acceptable. The fse correctly adjusted the probe. The fse ran mechanism checks and adjusted the sample probe. The fse ran a performance test that was acceptable. The customer ran calibration and qc that were acceptable. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>7</noe> malfunction events. Erroneous non-reproducible results were generated by a cobas 8000 e 602 module. The events involved a total of 27 patients with the following: 1 elecsys hcg + beta test system, 5 elecsys anti-ccp immunoassay, 19 elecsys folate iii, 1 elecsys ca 19-9 immunoassay, 1 elecsys ft4 ii assay and the elecsys tsh assay. The provided patients' ages ranged from (B)(6) to (B)(6). There were 2 females.

Manufacturer narrative:
This supplemental report decreases the number of events reported from 7 to <noe>4</noe> events. Further investigation found that three of the events reported on the e 602 module were actually due to the anti-ccp reagent. The traditional MDR with submission numbers 11823260-2019-02456, 1823260-2019-02457, and 1823260-2019-02473 were filed for this event. The investigation for the remaining event did not identify a product problem. The cause of the event could not be determined.